Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the sensor broke while trying to insert. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the needle got stuck on the serter. The customer's father was able to insert the sensor during troubleshooting. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and found both needle hubs separated from sensor base. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.